Manufacturer narrative:
B3: event: unknown; no information has been provided to date. E1: phone number extension (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a system fault. Per reporter, this event occurred during testing. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg 6/18/2024. One device was returned for analysis. Visual inspection found a missing syringe and battery cap, and a cracked syringe port. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was duplicated. The probable cause of the reported issue was due to the motor. As a result, the motor was replaced. A history review identified there was no indication that the complaint was related to a service of the device within the review period.